Event description:
It was reported that the patient had allergic to latex and adhesive 25 millimeter male external catheters were causing the patient to have urinary tract infections and the antibiotics were causing other issues. The patient had to contact their lawyers to get management involved they did not understand why they had such and issue explained there were multiple reason and was takes time to produce a catheter. The patient was not sure what they would need to do. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "materials not biocompatible". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication the natural¿ catheter is a non-adhesive, all-silicone male external catheter designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precautions do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for periods longer than 24 hours may increase the risk of complications. Applying strap tightly may cause injury to the penis from decreased circulation. Keep strap clean and dry. Directions: to apply catheter 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll catheter over penis. 4) gently wrap strap over catheter around penis and secure with hook and loop closure. Ensure strap remains over catheter sheath. (To maintain hook and loop closure function, keep hook and loop closed when strap is not in use.) Important: to avoid injury, do not overtighten strap. 5) connect to drainage device. To remove catheter 1) remove strap by separating hook and loop closure. 2) gently roll catheter off the penis." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had allergic to latex and adhesive 25 millimeter male external catheters were causing the patient to have urinary tract infections and the antibiotics were causing other issues. The patient had to contact their lawyers to get management involved they did not understand why they had such and issue explained there were multiple reason and was takes time to produce a catheter. The patient was not sure what they would need to do. It was unknown what medical intervention was provided for urinary tract infections.